Event description:
The customer reported that leakage occurred using the blood collection device; the only detail provided is that blood was "coming back out of the device when in use". Reportedly this happened on more than one occasion during the week of (B)(6) 2015, however the customer said they had no specific date (s) and/or time (s) available. The customer reported that there was no pt or staff harm.

Manufacturer narrative:
MFR's report date: (B)(6) 2015. Internal file no: (B)(4). Pt info requested and all available info is included. This report was filed by the MFR. Although requested, the affected prod has not been rec'd. A f/u report will be submitted with investigation results should the devices be rec'd for eval.